Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensed noise on the right ventricular (rv) channel which led to an inappropriate shock. In addition, the lead exhibited high pacing thresholds which led to loss of capture and greater than 2 seconds of asystole. The pace impedances appeared to have increased slightly from 247 ohms to 345 ohms as well. As the patient is dependent, a temporary system was needed until a revision could be performed. The rv lead and ICD were both replaced. The physician suspected the lead had an insulation break. However, fluoroscopy was performed and no lead damage was visible. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.